Manufacturer narrative:
(B)(4). This is a report of air in line where an unused supply line clamp was left open. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the clamp on the supply line was left open. The technical services representative reviewed the proper procedures and assisted in ending therapy. The patient would complete therapy by restarting with new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.